Manufacturer narrative:
(B)(4). Batch # n53872. The analysis found that one ec45a device was returned in good visual condition and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a semi-open pneumonectomy, the jaws did not open though the release button was pressed after the fourth stroke of the fourth firing on the lung. The cartridge was blue. Eventually, the clamped tissue was cut with an electric surgical knife and the device was released. Then, suturing was performed to complete the case. There were no adverse consequences to the patient.